Event description:
It was reported that the patient experienced multiple episodes of dizziness and was pre syncopal. It was noted that the right ventricular (rv) lead exhibited possible loss of capture. The clinician observed pauses on telemetry and pacer spikes with no depolarization. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.